Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected, two years and eight months after implant. It was noted that the device had historically been set with high left ventricular outputs. It was further noted that there was an impedance warning for high impedance on the right ventricular (rv) lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  2010 (B)(6); 5071 implantable pacing lead 2010 (B)(6); 5076 implantable pacing lead 2001 (B)(6). (B)(4).